Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effects of stenosis, occlusion, and thrombosis are listed in the xact carotid stent system information for prescribers as known potential patient effect associate with the use of the device. Although paresis is not specifically listed, neurological complications is listed as a known effect. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: device code 2682 removed, 2993 added.

Event description:
It was reported that the procedure performed was to treat moderately calcified, mildly tortuous left internal carotid artery that is 60-70% stenosed. After successful placement of a 9x30mm exact carotid self-expanding stent, the patient experienced right sided weakness, slurred speech, and decreased awareness. A computed tomography scan revealed occlusion and a thrombus at the stent location. The patient was treated with tissue plasminogen activator. A large emboshield nav6 filter was placed with no issue, post-dilation performed with a 5.5x20mm viatrac balloon, and blood flow was improved. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.